Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. The assignable cause was determined to be false empty detect and use error, as the clinician had inappropriately set the minimum drain volume percentage setting too low. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:25:49. During night drain cycle two, the patient's ultrafiltration reading was 1722ml, indicating the home patient (hp) drained 1722ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.